Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that oozing was observed during and ladg even though end tones, indicating a completed seal cycle, were heard. Another device was used to treat the oozing and there was no injury to the patient.